Event description:
Reporter indicated a vns (B) (4) handheld computer was communicating intermittently with patient's generators. A serial cable problem is suspected. The (B) (4) computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.